Event description:
It was reported that the physician found the third electrode not attached completely to the shaft. It was mentioned that the physician encountered some resistance between the catheter and the sheath during removal. The condition of the pt was reported to be stable with no reported injury.